Event description:
25 gauge illuminated curved laser probe was plugged into the constellation. Surgeon asked for the probe light to be turned on. It did not turn on. Defective laser probe was replaced with a working one.